Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use the spider fx embolic protection device during procedure to treat moderately calcified plaque in the proximal common carotid artery. The vessel had little tortuosity and exhibited 80% stenosis. The vessel was pre-dilated. IFU was followed. It was reported that there were damaged components noted during procedure. The umbrella body could not be opened normally. Resistance was felt during withdrawal. During the operation, it was found that the umbrella body could not be opened normally, and the protective umbrella could not be recovered normally during the retraction process, and the umbrella could not be closed. Since the spider could not be retracted normally, a guiding catheter was used to retract the protective umbrella together, but the process was difficult. The device had been damaged when it was removed from the body, and it was entangled with the catheter and could not be separated. After retracting, the surgeon used another protective umbrella of the same type to successfully complete the operation. No patient injury.

Manufacturer narrative:
Product analysis multiple kinks were observed on the capture wire. The blue recovery catheter was detached from the dual ended catheter. A kink was observed on the green delivery catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.